Event description:
It was reported that a dr implanted a protegen sling in 1998. The pt "developed injuries and complications secondary to the implant surgery, and the sling was removed in 1999." There is no further info available on this case and the device was not returned for eval.

Event description:
It was reported that subsequent to the implant of a protegen sling, the pt reported a vaginally exposed graft, tissue erosion, vaginal odor and discharge and vaginal infection.